Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the issue occurred at the beginning of the examination. The procedure was continued by using another system. A philips remote service engineer (rse) analyzed the log files remotely and indentified communication issue involving multiple components (flat detector, flat detector controller system interface board, and collimators). The rse suspected issue with the pdu (power distribution unit) fan tray which provides power to these components. A field service engineer (fse) inspected the system on-site and confirmed the reported issue. To resolve the issue, the fse replaced the pdu fan tray and dcps (direct current power supply). After that, the system was returned in good working condition and was ready for clinical use. The pdu fantray and dcps were returned for further analysis. Functional testing was performed and power supply unit was found to be defective. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays on both frontal and lateral arms. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.